Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure in 2007 and an unknown mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures from (B)(6) 2008 through (B)(6) 2014, and had a revision/removal surgery on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/26/2019. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to the FDA: 8/19/2019. (B)(4). Additional narrative: it was reported that the patient underwent a gynecological surgical procedure in (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent mesh removal on (B)(6) 2015 due to constant bleeding, extrusion of mesh into vagina, vaginal scarring and recurrence.